Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. There was no patient information provided.

Event description:
The customer reported that tubing broke and leaked during an unspecified fluid infusions, however no reports of chemotherapy leaks. The events are occurring in the (B)(6) center. Although requested there is no additional information about the medication, event or patient.